Event description:
We learned that the pt had died at home approx one month after the death. Diagnostics show that the ICD delivered one shock of 650 volts and 5 shocks of 750 volts which were unable to convert the pt's apparent vr. Add'l therapies delivered showed prolonged charge times.